Manufacturer narrative:
Based on the current information provided, the cause of the intra- and/or post-operative complication(s) cannot be determined. A product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that about 20 minutes into a da vinci-assisted radical nephrectomy procedure, the surgeon converted the case to laparoscopy due to an unspecified complication involving an unspecified patient injury. Intuitive surgical, inc. (Isi) contacted the site for additional information. The robotics coordinator responded that the issue did not involve the robot. At the time of this report, no further details were provided.

Manufacturer narrative:
Refer to section a3 and section b2 for additional information. Refer to section d for corrections. Section b5: the following additional information regarding this event was provided: it was reported that about 20 minutes into a da vinci-assisted radical nephrectomy procedure, the surgeon converted the case to laparoscopy due to the complexity of the patient's anatomy, as the patient was the recipient of a previous transplant. No port incisions were increased in size, nor were any additional ports added to accommodate the conversion. During the laparoscopic portion of the procedure, both of the patient's kidneys were removed; this event was referred to as a complication. The cause of this complication was unknown. As a result, the patient was placed onto dialysis and added to the recipient list for a kidney transplant. No malfunction of an intuitive surgical, inc. (Isi) system or device occurred during the procedure. The hospital declined to provide further details regarding this incident, due to the sensitive nature of the event.

Event description:
Refer to h10/h11 for follow-up information.